Manufacturer narrative:
Lead model unk, lot# unk, implanted: unk, explanted: unk, lead model unk, lot# unk implanted: unk, explanted: unk.

Event description:
It was reported that the patient experienced a shocking sensation in their stomach. Specifically, the patient had a temporary neurostimulator system where the implanted leads come out through their nose and attach to the neurostimulator battery unit which is held in a pouch worn around the patient's neck. One of the leads came out of the neurostimulator and when the patient plugged it back in they experienced the shocking in the stomach area. Additional information was requested for patient outcome from the event and a follow-up report will be sent if obtained.